Event description:
Case description: investigation results: name: novopen®, batch number: unknown. No investigation was possible, because neither sample nor batch number was available. Since last submission, the case has been updated with the following: investigation results added, manufacturer's comments added, narrative updated accordingly. Manufacturer's comment: 18-dec-2017: as the device novopen has not been returned to novo nordisk a/s for investigation and only very limited information regarding the handling of suspected device is available, it is not possible to identify a clear root-cause of the experienced adverse event and thus find similar incidents to the one reported in argus case (B)(4). Evaluation summary: name: novopen®, batch number: unknown. No investigation was possible, because neither sample nor batch number was available.

Event description:
Event verbatim [preferred term] (related symptoms if any separated by commas). Diabetic coma [diabetic coma]. Product (device) was not good quality [device issue]. Case description: this serious spontaneous case from the (B)(6) was reported by a consumer as "diabetic coma" with an unspecified onset date and "product (device) was not good quality" with an unspecified onset date, and concerned a male patient (age not reported) who was treated with novopen (insulin delivery device) from unknown start date due to "diabetes mellitus" and insulin (insulin) (trade name unspecified) from unknown start date due to "diabetes mellitus". Patient's height, weight and body mass index (bmi) was not reported. Medical history included diabetes mellitus (type and duration not reported). On an unknown date, the patient had been in hospital for 2 weeks due to diabetic coma. It was reported that the patient would be in hospital for a while longer. The caller advised that the patient would need a replacement product (device) as the previous product was not good quality. Caller confirmed of referring to the recall. Caller confirmed that her father (patient) was using cartridges in a durable pen but did not know which cartridge her father used. Caller advised her father now used prefilled pens with novo rapid and levemir but did not know which ones. Action taken to novopen product discontinued. Action taken to insulin was not reported. The outcome for the event "diabetic coma" was not yet recovered. The outcome for the event "product (device) was not good quality" was not reported. No further information available.